Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 1nov2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 15nov2021. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown block h6: device code a24 is being used to capture that the event is no longer reportable. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The patient had an ulcer form 1 month after spaceoar placement with fistulization towards the urethra. The patient was treated with diverting colostomy and gracilis flap to help the rectum heal. The patient was in the process of being re-irradiated in salvage. As of december 8,2021, additional information received stating that this event occurred in 2011 with a non boston scientific corporation device.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 15nov2021. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on on an unknown date. The patient had an ulcer form 1 month after spaceoar placement with fistulization towards the urethra. The patient was treated with diverting colostomy and gracilis flap to help the rectum heal. The patient was in the process of being re-irradiated in salvage. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.